Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump has fluid underneath the lcd display screen. Customer's blood glucose was unknown at the time of incident. Troubleshooting found that the pump got wet and the keypad buttons stopped working immediately after. The product will be returned.

Manufacturer narrative:
Findings: pump had blank display due to moisture damage on electronics. Unable to perform idle current test, run current test, self test, off no power test, unexpected alarm error test, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test or verify button keypad anomaly due to blank display. Pump had corroded button keypad trace and corroded motor home switch. Pump received with minor scratched display window, cracked battery tube threads, missing reservoir tube o-ring, completely broken off reservoir tube lip, cracked belt clip slot and stained end cap sticker, the reservoir tube lip completely broken off and test reservoir will not lock/click in place.